Manufacturer narrative:
Based on the information presented in the article no conclusion can be made. In follow up with the journal author it is stated that case specific details are not readily available on the implant used to treat a patient who was identified to have a hernia recurrence. As such it is unclear whether a patient implanted with the xenmatrix graft actually experienced a hernia recurrence or unspecified postoperative complications. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Not returned.

Event description:
Per journal article "long-term efficacy of laparoscopic nissen versus toupet fundoplication for the management of types iii and IV hiatal hernias". Procedures were performed at u of kentucky by a single doctor between 10/15/2018 and 12/31/2015. Hernia recurrence was recorded based on post-op imaging demonstrating a recurrent hiatal hernia and/or the need for repeat hernia repair operation. 179 cases were performed, nissen (117) / toupet (62). In the nissen cases 5 cases (4%) experience hernia recurrence and 23% identified a post-op complication. In touet 2 (3%) experienced hernia recurrence and 26% experienced a post-op complication. Hernia recurrence presented in 7 of 179 cases. Per table 1 the surgeon used multiple medical devices to treat the patients. 47 patients were treated with allomax (rti/davol), 7 patients treated with xenmatrix (bard/davol) and the remaining 125 patients treated with non-bard/davol, bio a (93), stratice (10), other /none (22). The article does not provide case specific details on the recurrences or identify the implant used in cases where hernia recurrence presented. All cases," were performed by a single surgeon this reflects a change in individual surgeon preference of the type of mesh used". "It is reasonable to assume the differential mesh usage most likely did not play a role in the recorded outcomes or long-term symptoms in either patient group."